Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided therefore device history record cannot be investigated. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this event is improper bone preparation and/or surgical technique. Device remains in patient.

Event description:
It was reported that during a metatarsal phalngeal fusion (first metatarsal and proximal phlanx) the ar-8730-34h compression ft screw, .5 mini, 34 mm length had broken in half. This issue was discovered upon radiographical examination during the procedure. The broken screw was left in the patient. It was reported that the mtp fusion plate provided great compression despite the screw breaking. No additional screw was needed due to the screw breakage. The case was completed successfully without any additional incisions. No patient injury reported.